Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt believed that the pump had moved from where it was first placed. The pt experienced a reversal in therapeutic effect and was on oral baclofen. She was in a lot of pain and had severe spasticity. It was noted that she was not as spastic as she was before the oral baclofen was prescribed. The pt reported that she had been having good success with the pump. A follow-up report will be sent if additional information becomes available.